Event description:
The user facility reported a 74-year-old female undergoing cardiac surgery was implanted with an impella rp flex device for mechanical circulatory support. An rp flex was placed to support a patient on extracorporeal membrane oxygenation (ECMO) already. The rp flex was placed and ECMO was removed. After 21 hours the pump was explanted with signs of hemolysis. Flows were lower than expected. One unit of packed red blood cells was transfused. When the pump was explanted, the team again placed a venoarterial ECMO.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
G.4 revised PMA/510(k) number as previously entered incorrectly.

Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The device was not returned but data logs were investigated. There was a suction event and a motor current spike seen after 90 minutes of pump insertion. Hemolysis was reported after that. The pump flow was also seen to be very low right after the motor current spike. Flows seen were 1.5l/min at p9. As per the data log investigation, the root cause of the hemolysis issue was most likely biomaterial ingestion. The instructions for use states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected low s or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿